Event description:
Balloon was prepped, it was de-aired and flushed at the tip. The device was inserted a quarter of the way into the 6f guide, as it was going on, the guide balloon pulled negative and wouldn¿t go past the first 1/4 way and then proceeded to get stuck. Then it broke off at the shaft, but it seemed to be held together by 2 wires and was able to be successfully removed.